Event description:
On or about 8/13/97 a 44 yr old man had a lower molar endodontically treated by a general dentist with ketac endo. Following the endodontic treatment, the dentist referred the pt to an oral surgeon for complaint of parasthesia. According to the oral surgeon, a panoramic radiograph was sent to the oral surgeon's office showing a radiopaque mass (root canal sealer) extending from the apices of the lower molar roots to what appeared to be the mandibular canal. It is not typical to find root canal sealer extending more than 1-2 millimeters beyond the apices of roots after endodontic treatment. Complicating this particular situation was a mandibular canal that is unusually close proximity to the apices of the mandibular roots. Dr contacted espe america prior to examining the pt to obtain ingredient and biocompatability info for ketac endo. On 8/27/97, dr examined the pt in his office. The pt complained of what dr described as "moderate parasthesia" which was reportedly (per pt) improving slightly and did not appear to be worsening at this time. Dr recommended conservative treatment of frequent reevaluation (every month) unless the pt experiences increased parasthesia or becomes unable to tolerate the moderate parasthesia that he now experiences. If this occurs, treatment options will be reevaluated. This conservative treatment will continue for at least 6 mos, at which time dr feels that he can be "90% sure of an accurate prognosis." Any change in the pt's condition or treatment will be subsequently reported to espe american and thus forwarded to medwatch if deemed appropriate.